Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11 the device was returned to olympus for inspection, and the reported allegation was confirmed. A definitive root cause could not be established. Based on the results of the investigation, alleged failure of blurry image is likely due to a faulty printed circuit board. In addition, the following reportable malfunction was identified during the device evaluation: noise in the image a definitive root cause could not be established. Based on the results of the investigation, the most probable cause of this complaint is likely due to random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope had a blurry image. The issue was found during preparation for use. There were no reports patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.